Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated that piston was coming out of the bottom of the insulin pump. Hence customer was currently not on the insulin pump. Customer declined the troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a33 alarm or drive/motor anomaly noted. The motor was tested outside of the unit and passed. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).